Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not detecting high rate atrial flutter events due to these episodes falling into the blanking period. The device remains in use. No patient complications have been reported as a result of this event.